Manufacturer narrative:
Section e3: occupation is patient/consumer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6), compared to an unknown coaguchek meter. At 12:35 p.m., the meter result was 7.1 inr. At 3:30 p.m., the clinic's coaguchek meter result was 5.1 inr. The patient's medication was adjusted based on the meter result. No medical treatment was received. The patient¿s therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.